Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced on (B)(6) 2017. No additional information was provided.